Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient believes that they may have an infection because they noticed their urine was cloudy. Follow-up with the patient determined that they had spoken to their healthcare provider (hcp) regarding the infection and that stimulation was off a couple days ago, but was back on at the time of the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.